Manufacturer narrative:
The manufacturer received information alleging a "low circuit leak and low minute ventilation " alarm condition occurred with a trilogy 100 ventilator and did not stop occurring even after the circuit was replaced and a test lung was used. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The trilogy 100 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-118 and e-114 were confirmed in the error log. The disassembly verification was performed and evidence of adhesion of water was confirmed inside the airflow delivery circuit. Given the results it has been determined that the cause of the reported issue is inaccurate flow value measurement due to the water ingress. The device's flow sensor, pca, motor blower and stirring fan foam was replaced to address the issue. No abnormalities were confirmed but the exhaust fan assembly, 43 micron filter and power cord were replaced as preventive maintenance.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a "low circuit leak and low minute ventilation " alarm condition occurred with a trilogy 100 ventilator and did not stop occurring even after the circuit was replaced and a test lung was used. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.